Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance. The lead had previously been programmed off due to noise. The lead remained implanted. No patient symptoms were reported.